Event description:
Sorin group received a report that the sorin bcd vanguard would not stay primed during a procedure. The clinician clamped the pressure relief line and was able to use the device to complete the procedure without further issues. There was no report of patient injury.

Manufacturer narrative:
Patient information was not provided. Sorin group (B)(4) manufactures the sorin biomedica smarxt bcd vanguard surface modified cardioplegia system. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). The investigation is ongoing. A follow-up report will be sent when the investigation is complete.